Manufacturer narrative:
Additional information: additional information was received, reporting that the injector stopped advancing because the lens was blocked and did not advance. The lens was not inserted, the lens was stuck in the cartridge. Only the injector came into contact with the patient. Since the lens was stuck, the surgeon ordered another lens with the same characteristics to be replaced. The patient underwent surgery without complications since a lens with the same characteristics as the initial one is implanted. The patient's race, white, was also provided. No further information was provided. The following fields have been updated accordingly: section a5: race: white. Section h6: medical device problem code 2983 - mechanical jam. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted. Section e1: telephone number: (B)(6) section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after uncomplicated phacoemulsification in the left eye, the injector screw on the preloaded intraocular lens (iol) "slows down". The doctor observed the cartridge under a microscope and saw the amputated second haptic remaining inside the cartridge. There was patient contact, but the extent of contact is unknown. The doctor requested a new lens, which was implanted without complications. There was no patient injury and no medical or surgical intervention was required. There are no planned interventions for the future. The issue was not due to use error. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed the complaint device was received with the plunger rod partially advanced and overriding a portion of a lens stuck in the cartridge. Viscoelastic residue was distributed through the entire length of the cartridge. The lens module was inspected revealing no viscoelastic residue or damage. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected, and resistance was felt. The lens was received coated in viscoelastic residue. The lens was cleaned, presenting with cosmetic scratches on the lens and a torn optic body that included the haptic. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this po number has been received. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results which noted resistance was felt during plunger rod advancement inspection, further investigation will be performed as part of a nonconformance. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.